Event description:
Reporter stated that non-diabetic spouse performed back-to-back glucose test, using the suspect device, with results of 321 mg/dl, 134 mg/dl and 109 mg/dl. Reporter indicated that no action was taken based on the results . No injury was reported and no treatment was received. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.